Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400 mg/dl and a circle on the insulin pump display screen. Troubleshooting advised customer that display screen function is normal. Customer indicated that the high blood glucose was treated with a manual injection. Customer declined high blood glucose troubleshooting.